Manufacturer narrative:
These combination of devices constitutes an off label application in the united states.

Event description:
It was reported that revision surgery was performed due to pain, discomfort, and elevated cobalt and chromium levels.